Manufacturer narrative:
The insulin pump received with a constant flashing white light on the display due to vertical cracked lcd controller; unable to verify stuck button and button error alarm due to constant flashing white light on the display. The insulin pump passed the leak test. No damage on the keypad assembly noted. No unlocked printed circuit board keypad connector during our visual inspection. The insulin pump had minor scratched lcd window, cracked battery tube threads and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error during normal use. Customer's blood glucose was 86 mg/dl. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return broken pump for analysis.